Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external defibrillation pads used to rescue the patient caused the implantable cardioverter defibrillator (ICD) to experience telemetry issues; however the ICD was not reprogrammed after the incident. The ICD remains in use. No patient complications have been reported as a result of this event.